Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with an unspecified saline prosthesis (right) and a 375cc mentor smooth round moderate profile prosthesis experienced postoperative right-sided deflation and left-sided grade iii capsular contracture. These prostheses were implanted on different dates; the right side device was implanted in 1999, and the left side device was implanted in 2006. The deflation was visualized via ultrasound performed on (B)(6) 2019. As a result, the patient underwent removal and replacement with two 395cc mentor memoryshape breast implant prostheses (catalog #: 3541358, right serial #: (B)(4), left serial #:(B)(4)) on (B)(6) 2019. This report is for the right prosthesis.

Manufacturer narrative:
On 01/23/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, a crease was noted in the posterior view. Leak testing was performed, and the test revealed a tear within the crease, measuring approximately less than 0.1 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).